Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 490 mg/dl at the time of incident and current blood glucose level was 270 mg/dl. Customer¿s other blood glucose level was 471 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. Customer was treated with insulin pen and bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they alleging insulin pump was under delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was performed high pressure test and the test results was passed. Customer was repeated to perform the high pressure test and the test results was passed. Troubleshooting was performed for high blood glucose level and under delivery. The insulin pump will not be returned for analysis.